Event description:
A surgeon was adjusting the siderail on the stretcher and lacerated the tip of their middle finger. Allegedly, the finger tip was cut to the bone and required a pin to stabilize the finger.